Event description:
It was reported that a force sensor error was experienced.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 8-jun-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had a cracked bottom case by l-bracket and both plunger cases. Bottom case missing all labels. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No problem was found with the device. Replaced the force sensor as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500. H4: correction: device manufacturing date: 08-feb-2011.